Event description:
The laser was tested prior to surgery. The laser was set at 6.0 watts continuous. A new fiber was taken from the package and appeared intact. The fiber was passed off the field to the operator and attached to the laser. The laser was taken off standby and the surgeon began lasering. A flame was noted at the machine which was extinguised with a wet gauze. There was no flame on the sterile field.